Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump overheated degrading the insulin. There was no temperature alarm. The customer changed out the pump supplies and delivered a bolus for a blood glucose level of 340 mg/dl. The customer declined tandem technical support's offer to troubleshoot.